Manufacturer narrative:
Additional: (MFR. Name, name, email), (phone number, fax number), evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related conditions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the (B)(6), during a laparoscopic bariatric surgery, and while stapling the stomach, the stapler was unable to fire but the surgeon was able to press the green button. However he was unable to squeeze the handle. They used new handle with same old reload to complete the case. New handle was used properly with old reload the patient was alive with no injury.